Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a vasovagal response during a trial implant procedure on (B)(6) 2019. As a result, the 2nd trial lead was not implanted, and procedure was completed with only one trial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.